Event description:
On (B)(6) 2013, it was confirmed that re-insertion of the lead pin into the generator resolved the high impedance.

Event description:
On (B)(6) 2013, it was reported that high impedance was seen. There was no reported trauma. The device was disabled. The patient¿s device was programmed on at the time of the high impedance; however, the current delivered was 0.0 ma. On (B)(6) 2013, the patient underwent successful surgery to re-insert the lead pin into the generator.